Event description:
The customer called to report that he was experiencing high blood glucose levels. The reported blood glucose reading at the time of the call was 522 mg/dl. The customer then stated that he had just given himself a manual injection of 30 units. Reviewed the insulin pump settings, and found that the customer's insulin sensitivity was 30, but the customer thought it was 10. Advised the customer that taking care of his blood glucose levels would be the best thing to do at this time as they might be dropping rapidly soon. The customer stated that he and his will seek medical assistance and call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.